Event description:
The initial complaint received stated "the blue tubing came off the wire" with no other info offered. Through numerous inquiries flexmedics obtained the following info. The guidewire was used in a "drain tube placement (thoracentesis) procedure" by a dr at a hosp. Flexmedics does know that the procedure was completed successfully and it was the initial use of the device. Flexmedics was unable to get any info specific about the pt.